Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 8 days of data ((B)(6) 2022 ¿ per the timestamp). The log file captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with true power cable disconnections or routine battery depletion from (B)(6) at 21:07:08 to at 08:54:19 due to the relative state of charge (rsoc) voltage fluctuating, causing the voltage to drop as low as 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that exchanging the system controller resolved the issue. It was also stated that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage advisory alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low voltage alarms despite changing out batteries and clips, which had also been cleaned. Log files captured low voltage advisories and power cable disconnect alarms when the patient was on battery power. These alarms appeared to be a result of relative state of charge (rsoc) invalid flags. The low voltage advisories did not resolve after cleaning the clips and batteries. A new controller was issued which resolved the low voltage alarms.